Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 00/00/2016, that on 00/00/2016, the g5 mobile application had no audio output. No additional patient or event information is available. Data log was reviewed for evaluation on 03/06/2017. Complaint for no audio alerts could not be confirmed. The root cause could not be determined, post investigation..